Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep reported issues with recharging. Rep said if they keep the controller screen active the ins would charge but if the controller screen goes blank the ins will not charge. Rep said they charged for 30 minutes with excellent coupling and confirmed the ins battery voltage did not increase but the controller battery depleted. Patient (pt) said this issue has been happening for about a year. Pt also said one time they had to remove and reinsert the battery back to get it to work. The issue was not resolved through troubleshooting. No symptoms or patient complications were reported. The caller reported that the issue was continuing to occur after the patient's recharger was replaced. The caller indicated that the patient has to keep the screen active in order for the ins to charge. When they were in office the rep tried charging with the patient and the controller was connect to the ins for 30 minutes but the ins battery level did not increment up from 30%. The issue was not resolved with the replacement recharger telemetry module (rtm). A replacement controller was sent out. No symptoms were reported. The patient reported that when the controller screen goes dark, the patient feels like stimulation is turning off. When the patient connects the controller to the ins it says that the therapy is off so the patient has to turn it back on. The patient reported that this has been occurring in the last 6-7 months, during that same time her pain has gotten much worse.